Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 31st august 2021, getinge became aware of an issue with 86-series washer disinfector. As it was stated, the smoke from under the equipment at the bottom of washer disinfector and symptoms of overheating could be seen through the ventilation grate and there was smell of burning. As it was provided after a while the symptoms stopped and there was no need to use fire extinguisher. Received allegation was pointing to the burnt heater¿s joints as a result of being flooded by chemicals and water from the chamber. We have no information about any adverse outcome regarding the event, however we decided to report the complaint based on the potential of harm if the issue is to reoccur.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, getinge became aware of an issue with 86-series washer disinfector with the serial number: (B)(6), manufactured on 21st april, 2011. As it was initially stated, the smoke from under the equipment at the bottom of washer disinfector and symptoms of overheating described as ¿ orange light¿ were visible through the ventilation grate and there was a smell of burning noticed. The symptoms stopped by itself and there was no need to use any extinguisher. Getinge service technician visited the site and confirmed the damaged heater¿s joints as a result of flooding caused by chemicals and water from the chamber ; namely the sockets and connections of the heating elements were damaged in result of the leakage from cracked chamber weld on the left bottom side of the chamber. The most likely root cause was directly related to a cracked weld in the chamber. The heaters and the sockets with cables for those heaters were replaced and a chamber welding crack repair kit was used . After the repair, the device has been returned to use. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification, as the welding chamber was broken. We have not received information whether the device was being used for patient treatment or diagnosis at the time when the event occurred. The subject matter expert from the manufacturing side confirmed that the 86-series washer disinfector is designed in line with iec 61010-1 and iec 61010-2-040 standards. The standards cover requirements for flammability of the components and protection against the spread of fire inside the washer disinfector. Received initial allegation was pointing to the overheating phenomenon on the washer disinfector. In the investigation course we have established that the electrical components were flooded and a short circuit occurred. Moreover, the mitigating factors that are covered by the device¿s design worked as intended and caused that the described symptoms stop spontaneously, by itself. To date, we have no information about any adverse outcome regarding the event, however we decided to report the complaint based on the initial allegation and the related potential of harm if the issue was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation the purpose of this submission is also to provide a correction of #h4 device manufacture date. This is based on the result of an internal review. #h4 previous #h4 device manufacture date: 2011-06-01. Corrected #h4 device manufacture date: 2011-04-21.